Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because there was hole in the tubing between the pump and the reservoir. A new ipp device was implanted. There were no further patient complications reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because there was hole in the tubing between the pump and the reservoir. A new ipp device was implanted. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. Microscopic examination of one cylinder identified it had a tear/hole in the outer tube from wear in the middle of the cylinder. The hole was at the corner of a fold. The cylinder also had wear at a fold in the proximal end and distal end of the cylinder. Leakage testing of this cylinder identified a fluid leak from wear at the corner of the fold in the middle of the cylinder. The second cylinder also had wear at a fold in the proximal end, middle, and distal end of the cylinder. Leakage testing of this cylinder did not identify any fluid leaks. Microscopic examination of the pump identified bodily fluid inside the pump. The pump kink resistant tubing (krt)) had a hole from wear and the krt was worn to the filament. Leakage testing of the pump identified there was a fluid leak from the hole in the krt due to fatigue. Microscopic examination of the reservoir identified wear at a fold in the reservoir shell in addition to a hole in the krt from wear. There were also two holes from sharp instrument damage. Leakage testing of the reservoir identified a fluid leak from the krt. Additionally, there was a fluid leak from the two holes that were caused by sharp instrument damage.